Event description:
It was reported that patient underwent hip procedure on (B)(6) 2012. During the procedure it was noted that the label on a custom part made specifically for the patient said that it was for a left hip procedure, when the procedure was for the patient's right hip. The implanting physician confirmed that the custom implant was for the right hip, and elected to implant the device. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Explant date - device remains implanted. Reported device is part of a single unit lot. No additional complaints have been reported for this part number.